Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements. When it reached out of range measurements, it triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in unipolar, there was oversensing of myopotential noise. It was noted that the configuration was changed back to bipolar in clinic, but another lss was triggered. Technical services (ts) advised the health care professional (hcp) to turn off the lss since patient was not dependent on rv pacing. No additional adverse patient effects were reported. Currently, this lead remains in service.